Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion with sepsis. Additional information received from the field representative indicates that the patient also had hematoma. There were no additional adverse patient effects reported. The crt-d was explanted.